Event description:
The pt was injected in the nasolabial folds. The pt allegedly developed redness and cellulitis in the injection area, three weeks post-injection. After initial treatment, the pt was admitted to the hospital for eight days. The pt was initially treated with antibiotics and was then placed on IV antibiotics in the hospital.

Manufacturer narrative:
The dates of event and injection are estimates. At time of report, no lot number was given.